Event description:
Pt is a user of renu moisture loc contact lens solution and has a fusarium (culture+) corneal infection of left eye and infection of right eye. Event did not abate after use stopped.